Manufacturer narrative:
(B)(4). Section g4: the rt206 adult ventilator circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Section h11: method: the subject rt206 breathing circuit was returned to fisher & paykel healthcare in new zealand where it was visually inspected and leak tested. Results: visual inspection of the returned device confirmed no damage to any part of the breathing circuit. Leak testing confirmed that the circuit was out of specification. Further investigation confirmed that the leak was coming through the seal between the lid and the bowl of the water trap. Conclusion: we are unable to determine the cause of the seal failure. The water trap of the breathing circuit consists of two parts, a lid and a bowl, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that any leak must have developed after the breathing circuit was released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions that accompany the rt206 adult inspiratory heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan that the water trap of an rt206 adult ventilator circuit was found leaking air prior to patient use. There was no reported patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in japan that the water trap of an rt206 adult ventilator circuit was found leaking air prior to patient use. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Correction: section e1: initial reporter details corrected. Section d4: device identification details were not provided. Section g4: the rt206 adult ventilator circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Section h11: method: the subject rt206 breathing circuit was returned to fisher & paykel healthcare in new zealand where it was visually inspected and leak tested. Results: visual inspection of the returned device confirmed no damage to any part of the breathing circuit. Leak testing confirmed that the circuit was out of specification. Further investigation confirmed that the leak was coming through the seal between the lid and the bowl of the water trap. Conclusion: we are unable to determine the cause of the seal failure. The water trap of the breathing circuit consists of two parts, a lid and a bowl, which can be separated to allow the caregiver to empty the water trap. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that any leak must have developed after the breathing circuit was released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The user instructions that accompany the rt206 adult inspiratory heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."